Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.section e: initial reporter was incomplete.in this report, section e, g has been updated or corrected.